Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the following was observed: the motor cover, battery compartment and encoder cover were damaged. The battery partition cover was also found to be missing. From the condition of the returned unit, the damages appeared to be due to normal wear and tear. During power on of the platform, a ua 41 fault (patient temperature sensor failed) was displayed. Further testing determined that fault was due to a defective temperature sensor. A review of the archive was performed and no faults were found to have occurred on the reported event date of (B)(6) 2014. The archive data did however show ua 41 faults occurring on the last session date of (B)(6) 2014. In summary, the reported complaint was confirmed during functional testing as well as archive review and found to be due to a defective patient temperature sensor.

Event description:
Complainant alleged that the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. Complainant also reported that the lifeband was fully extended and a full weight mannequin was placed on the platform, in an effort to clear the user advisory. There was no report of any patient involvement. No further details were provided.